Event description:
The manufacturer received information alleging a ventilator's peak inspiratory pressure values varied. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's overhead blower filter was found to be clogged, causing the active exhalation control module to fail. The device's overhead blower filter and active exhalation control module were replaced to address the issue.